Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlc75 device locked up 1/3rd of the way along and the tissue was roughly and only partially cut. Another instrument was used to complete the case. There was no consequence to the pt.